Manufacturer narrative:
(B)(4). Additional information: it was reported that the patient began hemodialysis on an unreported date (frequency and duration not reported). Updated information was reported by peritoneal dialysis (pd) nurse. Additional information reported by healthcare professional (pd nurse). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A batch review was conducted for potentially associated lot numbers gd895540 and gd895789 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized on the same day. The cause of the peritonitis was undetermined. Treatment was not reported. The patient was recovering from the peritonitis. Dianeal therapy is ongoing. No additional information is available. This is report 2 of 4.